Manufacturer narrative:
Philips has investigated this complaint. According to additional information received, the issue was identified during a planned/non-emergency treatment procedure and then intermittently for two days afterward when tested. The procedure continued as planned using the wired footswitch. No patient/user harm was reported. The philips remote service engineer (rse) inspected the system remotely and confirmed the reported issue of an intermittent problem getting exposures when pressing the foot pedal. Troubleshooting and analysis of the system logs showed no errors and that the device was operational. After the rse finished their inspection and assessment, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the foot switch intermittently would not trigger exposure. There was no reported patient or user harm. Philips has started an investigation of this complaint.